Manufacturer narrative:
(B)(4). Visual inspection, of the returned device, revealed the circuit wire delivering voltage to the led has been severed/cut at the blade hinge site, inside face of the device. For the functional inspection the blade was engaged to complete the electrical circuit. The led did not illuminate. The complaint has been confirmed. The damage sustained to the circuit wire does not meet typical manufacturing related causes. Device is designed for single use. It is unknown if the device was subjected to any objects that might have come in contact with the exposed wire, and it is unknown how many times the blade has been engaged and disengaged. The complaint has been confirmed, however probable cause cannot be assigned. No corrective/preventative actions will be assigned. No appropriate conclusion code can be found. The complaint was confirmed however the root cause is undetermined.

Event description:
It is reported that the laryngoscope would not illuminate. The alleged defect was detected during a demonstration. No report of patient involvement.